Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation issue occurred. During setup, damage to the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was found. An attempt was made to insert the dilator; however, it was not possible as the lumen was clogged. The sheath was not used on the patient and it was replaced. The procedure was completed without patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. With the information available, this event was assessed as a MDR reportable ¿hemostatic valve-separation¿ issue, since it is most likely that the damage mentioned to the valve was indeed a dislodgement that prevented the dilator to be introduced through the sheath.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation issue occurred. During setup, damage to the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was found. An attempt was made to insert the dilator; however, it was not possible as the lumen was clogged. The sheath was not used on the patient and it was replaced. The procedure was completed without patient consequence. Additional information was received on (B)(6)2021. The hemostatic valve (gasket) did not break into two or more separate pieces. Air did not enter the patient¿s body. Percutaneous or surgical removal was not required. No resistance was reported when trying to put the catheter into the sheath or when trying to withdraw from the sheath. When irrigating the sheath, there was no occlusion. The sheath was observed to be narrowed and the dilator could not be inserted. The biosense webster, inc. (Bwi) product analysis lab received the device for evaluation on (B)(6)2021. The investigational analysis has been completed on (B)(6)2021. A visual inspection was performed and the hemostatic valve was not in its place but neither in the hub. An inspection was performed and the hemostatic valve was found broken and inside the vizigo. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve since physical damage was observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. A manufacturing record evaluation was performed for the finished device 00001442 number, and no internal action related to the complaint was found during the review. The customer complaint was confirmed. The root cause of the dislodged hemostatic valve inside the vizigo could be related to handling of the device during the procedure however, this cannot be conclusively determined. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. Due the conditions observed in the hemostatic valve conditions, an internal corrective action has been opened to address this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)